Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During hansson pin surgery, the hook of hansson pin did not protrude from the pin completely. It seemed that the thread of introducer handle or inner introducer is damaged. The hansson pin has been inserted as it is and the surgery was finished.

Event description:
During hansson pin surgery, the hook of hansson pin did not protrude from the pin completely. It seemed that the thread of introducer handle or inner introducer is damaged. The hansson pin has been inserted as it is and the surgery was finished.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.